Manufacturer narrative:
Section a4, a5, a6: unknown/not provided. Section b3: date of event: unknown/not provided. Best estimate date is between 10/8/2024-12/30/2024. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) in the right eye will be exchanged on (B)(6) 2025 for a "stand/aspire-toric". The target refraction for the initially implanted lens was plano. No further information was provided.